Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Initial reporter phone number: (B)(6).

Event description:
It was reported that bd vacutainer® flashback blood collection needle has poor sleeve function and blood splatter. The following information was provided by the initial reporter and translated to english: "leakage and splashing of blood at the end of the rubber sleeve during use the fbn. The patient was not affected. On (B)(6) 2022, received the following feedback from sales: through the return visit to the blood collection nurse by our sales rep, the following information was obtained; 1. During blood collection (after successful puncture, blood will be seen in the blood return window), the blood flows out near the connection point between the needle holder and the blood collection needle, flows to the patient's arm, and contaminates the nurse's gloves; the gloves are not damaged, and there is no needle stick injury. . 2. The nurse said it was the black rubber sleeve of the np cannula; 3. It has reached an agreement with the department to suspend the use of this batch number."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 4 photos were provided for investigation. The photos were reviewed and the indicated failure mode for leakage was observed as blood can be seen on the outer surface of the holder. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends." H3 other text : see h.10.

Event description:
It was reported that bd vacutainer® flashback blood collection needle has poor sleeve function and blood splatter. The following information was provided by the initial reporter and translated to english: "leakage and splashing of blood at the end of the rubber sleeve during use the fbn. The patient was not affected. On 08/10/2022, received the following feedback from sales: through the return visit to the blood collection nurse by our sales rep, the following information was obtained; 1. During blood collection (after successful puncture, blood will be seen in the blood return window), the blood flows out near the connection point between the needle holder and the blood collection needle, flows to the patient's arm, and contaminates the nurse's gloves; the gloves are not damaged, and there is no needle stick injury. . 2. The nurse said it was the black rubber sleeve of the np cannula; 3. It has reached an agreement with the department to suspend the use of this batch number."